Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: the information available was that a service gas system message on the central control monitor (ccm) appeared during the bypass procedure. The customer information is such that the gas flow on the ccm matched the flow on the external air gas flow meter, and the fraction of inspired oxygen (fio2) being displayed was correct. The gases were confirmed within range by the blood parameter monitor (bpm) and blood gas analyzer being used on the case. The mitigation was unknown. There was no blood loss or harm associated with the event. There was no delay in the continuation of the surgical procedure. To date it was unknown if the surgery was completed successfully.

Manufacturer narrative:
Per the field service representative (fsr), the system did not display a 'service gas system' message on the central control monitor (ccm). The unit operated to the manufacturer¿s specifications.

Manufacturer narrative:
Updated block: evaluation codes. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the hoses were checked and no leaks were heard.

Event description:
Additional information received that the end-user mitigated the issue through the use of oxygen (o2) tank.

Manufacturer narrative:
Per data log analysis, the log provided started on 17-jul-2019, but the complaint occurred on (B)(6) 2019. The log did not cover the occurrence date. The "service gas system" message likely indicates the oxygen (o2) sensor exceeded the 100,000 o2% hours limit. O2 sensor was likely replaced to resolve this.

Manufacturer narrative:
Per manufacturer's sales representative, the customer confirmed that the flow on the ccm matched the flow from an external manual flow meter. They were confident that the fraction of inspired oxygen (fio2) being displayed was correct. They were confirming it with the blood parameter monitor (bpm) and blood gas machine.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a "system gas system" message displayed on the central control monitor (ccm). There was no delay, no blood loss, nor adverse consequences to the patient.